Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Manufacturer report number: 2017865-2019-17751. Manufacturer report number: 2017865-2019-17752. Manufacturer report number: 2017865-2019-17753. It was reported that the patient presented with an infection. The cause of the infection was unknown. Patient presented for extraction procedure on (B)(6) 2018. The pacemaker, right atrial lead, right ventricular lead, and left ventricular lead was explanted. There were no consequences to the patient.